Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: investigation development: the investigation is based on the available evidence and on the manufacturing process of aligners, retainers, templates. Evidence (allergic reaction checklist). In the evidence provided by the customer (allergic reaction checklist), he declares that he has suffered an allergic reaction only to the covid19 mrna vaccine. The customer declares that I do not test the patient to detect allergies to the product. DHR evaluation: we reviewed the DHR for this so-sr03459351 / patient ID# e7g6 / practice ID# 14348 qty. 32 items assy-500011 (aligners) 2 items assy-500010 (template), were packaged by of second shift by bag & box (bag-6) date: june 14, 2023, not found issues or deviations during the manufacturing process, the sales order was inspected and met with the acceptance criteria provided by qa. The sales order was manufacturing in cell 3. We reviewed the incoming inspection record for the material used to manufacture this so-sr03459351.  Raw material: part-501017-b / lot# 06727705 / qty. Received = (B)(4), inspection date: may 1, 2023. Rt-70125-b / lot# 06925904 / qty. Received = (B)(4), inspection date: april 20, 2023.  The material was found to be acceptable for use in the manufacture of the sure smile product. Conclusion: with the evidence available reviewed, allergic reaction checklist, records generated during the manufacturing process (DHR) and incoming inspection, we found not any deviation in the process that potentially cause the allergy reaction. Root cause: no defect during manufacturing process. Conclusion code: no failure found.

Event description:
In this event it is reported that a patient experienced an allergic reaction to nontemplate aligner arch. Reportedly, the patient experienced burning sensation in the mouth, inflammation of buccal mucosa. Symptoms resolved several days after discontinuing aligner wear. No additional medical intervention was required.